Event description:
The manufacturer field service technician reported that the device had paint chips missing from the color band while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.